Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of ¿seroma-late¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿seroma-late¿.

Event description:
Healthcare professional reported ¿the patient had an ultrasound guided, fluid aspiration procedure administered on (B)(6) 2021, for testing. There was 5cc¿s of fluid.¿ and concerns for possible alcl. This is a left side record. Device remains implanted.